Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5585g. Evaluation results: pan the analysis results that one plee60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The returned cartridge was received fully fired and with the cartridge pan dislodged. In addition the cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a gastric sleeve procedure; upon removing the used blue reload the metal jacket became stuck inside the jaws. Case completed with another device of the same product code. There were no patient consequences reported.